Manufacturer narrative:
The reported issue of the autopulse displayed "system error, out of service, revert to manual CPR" error message was confirmed during the initial functional testing. The defective processor board was replaced to remedy the fault. Following the repair, the autopulse passed all testing successfully with no issue or faults observed. No physical damage was noted during visual inspection. Review of the archive showed (latch error 136 - internal parameter corrupted), thus confirming the reported complaint. The platform failed the initial functional testing due to the error message "system error, out of service, revert to manual CPR" displayed upon powering on the device. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of related complaints for autopulse (B)(4).

Event description:
During device check, the autopulse platform (B)(4) was displaying error message "system error, out of service, revert to manual CPR". No patient involvement was reported.